Event description:
Spontaneous. Pt reported that their infusion lasted almost over 4 hours; based on dosing, infusion should only last 2 hrs and 55 minutes (plus/minus a few minutes]. Rph (registered pharmacist) inquired about infusion site and supplies pt used. Pt stated that they have been infusing for over 2 years and they have done everything same. Pt infuses in stomach area. Pt stated that they might not have administered needle at a 90 degree angle. Advised pt that if needle was not administered correctly it would have leaked & may have increased infusion time by few minutes, but not by almost an hour. Advised pt pharmacy will dispense a new pump. Indications: common variable immunodeficiency, unspecified; nonfamilial hypogammaglobulinemia. No pt harm or injury. Pt was able to finish the infusion. Pt did not have extra pump on hand.